Manufacturer narrative:
The device was not returned for evaluation. Device was discarded. No evaluation could be performed since no objective evidence such as product samples, imagery, or videos was provided for investigation. Reviews of the DHR, lot history and manufacturing mitigations revealed no indication that a manufacturing nonconformance contributed to the reported complaint. As such, based on available information, a definite root cause is unable to be determined at this time. As part of the manufacturing process a 100% of the units go through electrical inspection process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the catheter was unable to pace from the beginning of use. When the catheter was replaced, the problem was solved. Information such as the background of malfunction occurrence, what kind of surgery/examination the catheter was to be used for or if the patient had cardiac conduction defect is unknown. Patient demographic information was requested but unavailable. There were no patient complications reported.